Event description:
Patient arrived to the pacu from the operating room with foley in place, upon arrival foley emptied. After emptying the foley, it was observed leaking at the treaded drain port. Port unscrewed and rescrewed to make sure the threads were aligned, bag continued to leak at the drain port. The drainage bag was changed due to the leaking, no further issue after bag changed out.